Event description:
It was reported that the patient would be explanted due to an infection at the generator site. It was reported that the patient was admitted two to three days post-op due to sepsis. Cultures showed staphylococcus aureus. Both generator and lead were explanted. It was reported that the patient was healing well following explant. Reimplant has not been performed to date. No additional relevant information has been received to date.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(6).

Event description:
The patient underwent a full vns system reimplant surgery. No further follow up will be reported unless it is directly related to the infection that occurred while the patient was implanted with the previous generator and lead.